Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an itchy rash under the lifevest. The rash was confirmed to be not open. The patient reported that she used a lotion that she received from the hospital. It is unknown whether the patient received the lotion specifically for this rash or for a previous irritation. During a follow-up call, the patient reported that the rash was worsening. The patient reported that she saw her physician, who did not provide any medication, but did advise the patient to keep the area clean and dry. The medical outcome of the rash is unknown.